Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: lot reported as 2l71759, 3l06929 h6: code 3191 used to capture required surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Reviewing attached picture, the second (2) sleeve of three (3), was found cracked at the lower side. Hence, the complaint condition will be rated as confirmed. Based on the information available and due to due to several other complaints of the same nature a CAPA-009528 (corrective and preventive action) was introduced as direct action to these complaints in order to avoid such an occurrence in the future. In addition to this CAPA, a stop shipment 2019-093 and a field action decision was made by the escalations team per qrb-1586058. Device history lot. Part: 04.607.402. Lot: 2l71759. Manufacturing site: mezzovico. Release to warehouse date: dec 06, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified part: 04.607.402. Lot: 3l06929. Manufacturing site: mezzovico. Release to warehouse date: jan 08, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the thoracic spinal stenosis surgery on (B)(6) 2019, after pre-drilling and locking the screw, the surgeon went to close the incision. He heard an abnormal noise, checked and observed the screw was broken. The surgeon did not removed the broken screw. The patient is stable. Concomitant device reported: unk - lamina/pedicle/process hooks: uss (part # unknown, lot # unknown, quantity # unknown). Unk - cancelous bone screws: uss (part # unknown, lot # unknown, quantity # unknown). Unk - sleeve: uss (part # unknown, lot # unknown, quantity # unknown). Unk - mono/poly scr collars/heads: uss (part#unknown, lot#unknown, quantity unknown). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).